Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display was cracked after the device was dropped, rendering the screen unusable and preventing use of device functions, and the user transitioned to manual insulin with blood glucose reportedly unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no medical assistance, no emergency treatment, and no hospitalization. Investigation included a review of the event details and user report, confirmation of damage to the display component, and standard complaint handling procedures. Investigation of this case revealed physical damage to the device display consistent with accidental user handling, with no evidence of device malfunction apart from the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.